Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used for intermittent deliveries of unspecified medications. At an unspecified time, it was reported that the male adapter of an unspecified syringe was connected to the clave port of the tubing set to deliver an unspecified medication via IV push. At an unspecified time during the delivery of medication, the clave port separated from the semi-rigid female adapter of the tubing set. An unspecified volume of solution leaked and a "minimal" amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Two sealed devices from lot # 18166ns, two sealed devices from lot # 15212ns, one sealed device from lot # 13064ns, and one sealed device from lot # 13226ns were rec'd on 01/29/2013 evaluated. The devices passed testing. No separations were noted. Although the devices passed testing, hospira has completed a formal investigation to address the issue of separation of the clave port from the semi rigid adapter. Based on the investigation results, the most probable cause of the separation was due to insufficient solvent application. The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 15212ns, 18166ns, 13064ns, and 13226ns. This report represents all the info known by the rptr upon query by hospira personnel.